Manufacturer narrative:
Additional information for b5: it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unspecified date in the same time period as the peritonitis, the patient died. The cause of death was cardiac arrest. All the antibiotic treatment for peritonitis was ongoing and the patient had not recovered from the peritonitis at the time of death. Pd therapy was ongoing at the time of death. Was not reported if autopsy will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day), fortum injection (1gm, intraperitoneal, once daily) and meropenem injection (1gm, intraperitoneal, night dwell) for peritonitis. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.